Manufacturer narrative:
(B)(4). Device evaluated by MFR.: synergy ous, mr, 2.75x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the 10th strut from the proximal end was slightly lifted on one side. The undamaged stent outer diameter measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25-jan-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilation with a balloon, a 2.75x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another synergy¿ stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.